Manufacturer narrative:
Follow up #1 submitted: 07/01/2013 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no activity outside normal use. The remaining insulin following a cartridge change on (B)(6) 2013 at 8:39 pm was 181 units; remaining insulin on (B)(6) 2013 at 8:13 pm was 133 units. The remaining insulin was calculated accurately during the investigation. The pump was primed until 10 units remained in the cartridge. The pump properly emitted a low cartridge warning. The cartridge was removed from the pump and visual inspection confirmed 10 units remaining in the cartridge. Investigation did not duplicate the complaint. The pump was found to be delivering as intended and within specification.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump's insulin remaining reading was showing more than what was actually in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.